Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) contacted the customer via phone and they reported that the unit was left unplugged and the batteries were not charging. The fse advised the customer to ensure the unit remained connected to the ac power and to ensure that the pump console was fully seated in the hospital cart, also advised them to ensure the ac sine wave led on hospital cart was illuminated and the battery led was flashing while the batteries were charging. The customer confirmed that the unit was connected to the ac power at the time and the batteries were charging, the customer was advised to contact getinge for service if there were any additional questions or concerns regarding the unit. All performance and safety test passed. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check done by the customer the cardiosave intra-aortic balloon pump (iabp) was reading that the batteries were dead when it should not be reading that. There was no patient involvement, and no adverse event reported.